Event description:
It was reported that the pump touch screen was experiencing a pixel issue. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.